Manufacturer narrative:
On june 17, 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm hps dv 330cc returned device. Leak testing was performed, in accordance with mentor procedures, and a tear was observed on the anterior aspect measuring approximately less than 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. A second product was received (lot-5528811). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information confirming the patient's previously unknown device was a 300cc mentor smooth round high profile saline breast prosthesis, catalog# 3503330, lot# 269955. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with an unspecified mentor saline implant and experienced a deflation on the left side post-operatively, which was confirmed by a physician via a physical exam. As a result, the patient underwent explantation and replacement with a mentor memorygel breast implant on (B)(6) 2020.